Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was told prior to implant that she would need to change once a week and over the last several months prior to the report she had been having to recharge every 3 days. It was stated her ins (implantable neurostimulator) had not been reprogrammed and had not been checked "for some time." It was stated she also noticed she put the charger on at night and when she woke up it said it was full and less than an hour later it said it was dead. Additional information received reported that recharge interval calculations estimated that the patient would have to recharge every 2.5 days, which is what the patient was stated to be experiencing. It was stated that contact number five had high impedances with a value of >10000 ohms being seen. It was noted that the patient was getting ¿great therapy/coverage,¿ but was worried about the recharging frequency.